Event description:
The manufacturer received information alleging the ventilator was not delivering the set amount of volume. The device was not in patient use. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. During evaluation, the device failed steps during testing. The device had evidence of physical damage. The device's active exhalation control module was replaced to address the issues.